Event description:
The customer reported that and erroneous high urea result was generated on the olympus au600 clinical chemistry analyzer for one patient sample. The result was released from the laboratory. The actual reported result value is unknown. It is unknown as to whether there was a death, serious injury or change to patient treatment associated or attributed to this event. The customer indicated urea quality control results and patient sample recovery decreases when the volume of the reagent lowers below a specific level. According to the customer this has been a repeating issue over a one year timeframe. This was the first report of this issue because it was tied to the release of an erroneous result. The initial reporter contact information is not known at the current time. The issue was reported into beckman coulter inc. By a company representative.

Manufacturer narrative:
Initial reporter details were received after the initial submission and added.

Manufacturer narrative:
Verifications were performed on-site to confirm reagent and sample probe alignment. No leaks were observed and the assay parameters were verified as correctly configured. Reagent carousels were assessed and found to be in good working order. A definitive root cause has not been identified to date.